Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 01 (patient line open) and alarm 02 (low flow) while trying to initiate therapy using arctic sun device. Flow rate was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0 percentage. Device reads priming. Pump hours were 2102.1, system hours were 2912.9. Stopped therapy, emptied and disconnected pads. Initiated manual control. Flow rate was 1.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 55 percentage. Connected right thigh pads. Inlet pressure (ip) was -4.4psi. Disconnected right thigh pad. Connected right chest pad. Inlet pressure (ip) was -1.9psi. Confirmed no visible damage to pads or fluid delivery line (fdl). Suggested replacing pads and putting this set behind the nursing station for return. Lot ngky3272. Per follow up information received via task on 07may2026, spoke with charge nurse who confirmed pad replacement was approved but was not attending this patient during the issue so they could not confirm if this action had been completed or if it resolved any issues. There were currently no patients on an arctic sun device.